Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use and during compounding, foreign debris was observed in the bd syringe luer-lok¿ tip when pulling back the plunger. The following information was provided by the initial reporter: "during compounding this morning it was noted in one syringe from your bd 10ml syringe bulk sterile convenience pak ref 309605 that debris was present within the syringe when the plunger was pulled back. This syringe came from lot 9045547 with an expiration date of 2024-01-31."

Manufacturer narrative:
Investigation summary: one photo and one loose 10ml syringe was received and evaluated. It was observed there was a large grey foreign matter particle on the stopper in the fluid path and some smaller particles near the tip. It appeared to be dried silicone mixed with an unknown substance and was larger than level 2 in size, which was rejectable per product specification. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Machine logs indicate there were issues with silicone application during the manufacture of this batch. Potential root cause for the foreign matter defect is associated with the silicone injection process. Adjustments have been made to the silicone injection system since the manufacture of this batch. No corrective actions are necessary based on the defective rate identified. Batch 9045547 is considered in compliance with our product specification requirements. Ftir (fourier transform infrared spectroscopy) analysis was completed on the material observed on the surface of the stopper. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polypropylene mixed with silicone.

Event description:
It was reported that before use and during compounding, foreign debris was observed in the bd syringe luer-lok¿ tip when pulling back the plunger. The following information was provided by the initial reporter: "during compounding this morning it was noted in one syringe from your bd 10ml syringe bulk sterile convenience pak ref 309605 that debris was present within the syringe when the plunger was pulled back. This syringe came from lot 9045547 with an expiration date of 2024-01-31."